Event description:
It was reported that on (B)(6) 2021, the doctor ordered the indwelling needle of the disposable implantable drug delivery device for infusion therapy. On (B)(6) 2021, the indwelling needle of the disposable implantable drug delivery device was separated from the joint, resulting in leakage of the drug solution.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfrf907 showed no other similar product complaint(s) from this lot number.